Manufacturer narrative:
The customer reported that their AED was displaying battery is depleted before the expiration date. Communication with the customer did not identify the cause for the depleted battery pack. The maintenance schedule is reported as quarterly. The customer was advised to remove the AED from service and return the battery to the manufacturer for analysis due to rapid depletion. The customer usage did not contribute to battery depletion. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu-1xx series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not indicate that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED was displaying battery is depleted but hasn't reached its expiration date, yet. The reported event did not occur during patient use.